Event description:
It was reported that the lead exhibited noise. While testing the lead and on the egms noise was reporducible. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 10.5 cm from the connector pin as a result of friction to the device can. The sensing coil was exposed at the same location which resulted in noise.